Event description:
The customer reported that the probe balloon stuck in a week of use. Additional information was received and stated that the balloon broke through inside the patient. Per customer, the balloon was deflated with a pinhole and it was broken with a clean tear. There was no patient harm reported. The patient is stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number 2114551264 was provided with the sample returned, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 03-june-2021. One sample was received for the investigation. Upon visual evaluation, the reported issue has been confirmed. This is a component purchased is supplied by an external supplier. A complete investigation was performed. Per supplier, the device was used for a week on the patient when the nonconformance was identified. Obvious wear and usage were present. In further review of the balloon under a microscope and visual inspection, the balloon tear was in line with the inflation notch. Water was used to verify there were no obstructions and that there was a clear passageway for water and/or air flow. Due to the tear, the balloon could not be inflated. In review of any other abnormalities such as, voids, knicks, manufacturing issues, etc., there was a minor pin hole directly above the inflation notch from the pattern observed in the picture. There is a possibility that the balloon got stuck on the inflation notch and when the balloon was inflated, weakening of that balloon¿s location could have contributed to the tear over time of use. Furthermore, this device was manufactured in 2021 where shelf life can possibly contribute to the product integrity. Because this device was used in the patient, it is subject to mishandling, manipulation, environment, patient conditions, and/or degradation over time of use. Therefore, the root cause cannot be definitively confirmed. Additional possibilities that affect balloon life include unique patient factors such as diagnosis, treatment, surgical procedures, as well as medications, nutrition formulas, and gastric ph. Some patients also ingest food orally when the device is still in place which could also impact the balloon performance of the device. Current controls in place include training and certification on all manufacturing operations and qc inspectors as well as proper training on equipment used in the process. There are defined dimensional, visual, and physical requirements, testing methods and DHR/pics (pictorial instruction) provided at each workstation in the production line. Work instructions provide guidance for material verification, line clearance, and qc inspection sampling are followed. The manufacturing suite is maintained to the highest standards with rules outlining cleanroom operation parameters (i.e., temperature and humidity controls) and cleaning schedules for the cleanroom, lim equipment and milling machines. Additionally, there are procedures outlining general personnel requirements for cleanroom usage. To mitigate the risk of releasing devices with issues, each unit is 100% inflation tested during the process. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes. Section d4 (lot number): originally reported as 2119551264 and should be 2114551264.

Manufacturer narrative:
A device history record review could not be performed because the lot number provided by the customer was invalid. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.